Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge due to the ipg depth. X-ray showed that the ipg looked like it flipped. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was placed superficially. After the procedure, it was reported that the patient was still unable to charge and could not link the remote control to the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The ipg was completely depleted and it was not able to charge. Internal circuit exhibited excessive sleep current leakage and both basics revealed high temperature. Due to the damage, device communication couldn't be established and the patient data couldn't be retrieved. The cause of the basic damage couldn't be determined.

Event description:
A report was received that the patient was unable to charge due to the ipg depth. X-ray showed that the ipg looked like it flipped. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was placed superficially. After the procedure, it was reported that the patient was still unable to charge and could not link the remote control to the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge due to the ipg depth. X-ray showed that the ipg looked like it flipped. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was placed superficially. After the procedure, it was reported that the patient was still unable to charge and could not link the remote control to the ipg. The patient will undergo an ipg replacement procedure.